Manufacturer narrative:
Event narrative field: new, updated and corrected information is referenced within the update statements in event. Please refer to update statement dated 14mar2019 in the event field. No further follow-up is planned. Evaluation summary: a pharmacist reported on behalf of a female patient that, starting a few months ago, insulin leaked on the side when injecting using her humapen savvio device. The patient had to inject the insulin slowly to receive her full dose. The patient experienced abnormal blood glucose. Investigation of the returned device (batch: 1606v03, manufactured june 2016) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The core user instructions for use state if any of the parts of your humapen savvio device appear broken or damaged, do not use. The core instructions for use also state to always carry a spare insulin pen in case your pen is lost or damaged. There is evidence of improper use. The patient continued to use the device after the alleged leaking issue. This misuse may be relevant to the event of abnormal blood glucose levels.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a pharmacist, with additional information from consumer, who contacted the company to report an adverse event, concerned a 57-year-old (at the time of the initial report) female patient of unknown origin. Medical history was not provided and it was denied any other medical condition. Concomitant medication included unspecified medications for blood pressure and cholesterol (medical conditions related to these medications were denied). The patient received human insulin isophane suspension(rdna origin) (humulin nph) via a reusable humapen savvio (blue) device subcutaneously for the treatment of type one diabetes; dosage regimen and start date were not provided. Since unspecified date, reported as a few months ago, she started to have problems with her humapen savvio because it had an insulin leak on the side when injecting the insulin, however, she injected the insulin slowly and received her full dose (product complaint: (B)(4), lot number: 1606v03). It was noted that she continued to use the device after the leaking issue occurred. On an unspecified date, reported as sometimes or a few times, her blood sugar levels went crazy or out of control (units and reference ranges were not provided) and she ended up in hospital. Discharge date, treatment and laboratory tests done while hospitalized were not provided. Corrective treatment and outcome of the event was not provided. Human insulin treatment is continued. The operator of the device was the patient and her training status was not provided. The general model duration of use and the suspect device duration were not provided. The humapen savvio (blue) device, which was manufactured in jun2016, was returned to the manufacturer on 06feb2019. The pharmacist reporter did not provide an assessment of relatedness between the reported event and human insulin treatment and device. The consumer reporter did not provide an assessment of relatedness between the reported event and human insulin treatment but assessed related the event to the device. Edit 22jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 05feb2019: additional information received on 04feb2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes, and device return status to not returned to manufacturer for (B)(6) associated with an unknown lot of a humapen savvio (gray) device. Corresponding fields and narrative updated accordingly. Update 07feb2019: additional information received on 06feb2019 and 07feb2019 from the global product complaint database which were processed together. Entered updated device specific safety summary (dsss). Updated the medwatch device information for (B)(6) associated with an unknown lot of a humapen savvio (gray) device. Corresponding fields and narrative updated accordingly. Update 08feb2019: additional information received on 07feb2019 from global product complaint database. Recoded the suspect humapen savvio (gray) to humapen savvio (blue). Updated the lot number from unknown to 1606v03 and the device return status to returned to manufacturer, and added date returned to manufacturer for the suspect humapen savvio (blue) device associated with product complaint (B)(6) (lot: 1606v03). Corresponding fields and narrative updated accordingly. Update 14mar2019: additional information received on 14mar2019 from the global product complaint database. Entered updated device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, and malfunction from unknown to no. Added date of manufacturer for (B)(6) associated with lot: 1606v03 of humapen savvio (blue) device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 07feb2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: the pharmacist reported on behalf of a female patient that, starting a few months ago, insulin leaked on the side when injecting using her humapen savvio device. The patient had to inject the insulin slowly to receive her full dose. The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The core user instructions for use state if any of the parts of your humapen savvio device appear broken or damaged, do not use. The core instructions for use also state to always carry a spare insulin pen in case your pen is lost or damaged. There is evidence of improper use. The patient continued to use the device after the alleged leaking issue. This misuse may be relevant to the event of abnormal blood glucose levels.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a pharmacist, with additional information from consumer, who contacted the company to report an adverse event, concerned a 57-year-old (at the time of the initial report) female patient of unknown origin. Medical history was not provided and it was denied any other medical condition. Concomitant medication included unspecified medications for blood pressure and cholesterol (medical conditions related to these medications were denied). The patient received human insulin isophane suspension(rdna origin) (humulin nph) via a reusable humapen savvio (gray) device subcutaneously for the treatment of type one diabetes; dosage regimen and start date were not provided. Since unspecified date, reported as a few months ago, she started to have problems with her humapen savvio because it had an insulin leak on the side when injecting the insulin, however, she injected the insulin slowly and received her full dose. It was noted that she continued to use the device after the leaking issue occurred. On an unspecified date, reported as sometimes or a few times, her blood sugar levels went crazy or out of control (units and reference ranges were not provided) and she ended up in hospital. Discharge date, treatment and laboratory tests done while hospitalized were not provided. Corrective treatment and outcome of the event was not provided. Human insulin treatment is continued. The operator of the device was the patient and her training status was not provided. The general model duration of use and the suspect device duration were not provided. The device was not returned to the manufacturer. The pharmacist reporter did not provide an assessment of relatedness between the reported event and human insulin treatment and device. The consumer reporter did not provide an assessment of relatedness between the reported event and human insulin treatment but assessed related the event to the device. Edit 22jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 05feb2019: additional information received on 04feb2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes, and device return status to not returned to manufacturer for pc 4600569 associated with an unknown lot of a humapen savvio (gray) device. Corresponding fields and narrative updated accordingly. Update 07feb2019: additional information received on 06feb2019 and 07feb2019 from the global product complaint database which were processed together. Entered updated device specific safety summary (dsss). Updated the medwatch device information for pc (B)(4) associated with an unknown lot of a humapen savvio (gray) device. Corresponding fields and narrative updated accordingly. Update 08feb2019: additional information received on 07feb2019 from global product complaint database. Recoded the suspect humapen savvio (gray) to humapen savvio (blue). Updated the lot number from unknown to 1606v03 and the device return status to returned to manufacturer, and added date returned to manufacturer for the suspect humapen savvio (blue) device associated with product complaint (B)(4) (lot 1606v03). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a pharmacist, with additional information from consumer, who contacted the company to report an adverse event, concerned a (b)96)-year-old (at the time of the initial report) female patient of unknown origin. Medical history was not provided and it was denied any other medical condition. Concomitant medication included unspecified medications for blood pressure and cholesterol (medical conditions related to these medications were denied). The patient received human insulin isophane suspension(rdna origin) (humulin nph) via reusable pen (humapen savvio) subcutaneously for the treatment of type one diabetes; dosage regimen and start date were not provided. Since unspecified date, reported as a few months ago, she started to have problems with her humapen savvio because it had an insulin leak on the side when injecting the insulin, however, she injected the insulin slowly and received her full dose. On an unspecified date, reported as sometimes or a few times, her blood sugar levels went crazy or out of control (units and reference ranges were not provided) and she ended up in hospital. Discharge date, treatment and laboratory tests done while hospitalized were not provided. Corrective treatment and outcome of the event was not provided. Human insulin treatment is continued. The operator of the device was the patient and her training status was not provided. The general model duration of use and the suspect device duration were not provided. The device was available for a possible return. The pharmacist reporter did not provide an assessment of relatedness between the reported event and human insulin treatment and device. The consumer reporter did not provide an assessment of relatedness between the reported event and human insulin treatment but assessed related the event to the device. Edit 22jan2019: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added.